Event description:
It was reported that the patient presented at a post-implant check with a pocket infection. The system was explanted and the patient was doing well post procedure.

Manufacturer narrative:
(B)(4).